Event description:
Initial result for a patient potassium was 4.5mmol/l. When repeated, the result was 7.1mmol/l. The incorrective result was not used to guide therapy. The field service representative found the system had an air leak and repaired the instrument by eliminating the leak.